Manufacturer narrative:
The reported event was addressed with phone support. The clinical sales representative (csr) performed a hard power cycle and the universal surgical manipulator (usm) 2 did not move on its own after. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator 2 (usm2) floated to the left. The technical service engineer (tse) viewed the system logs but found no related errors. The customer noted that the issue is more noticeable when the usm is clutched as if the breaks are not engaging. The customer noted that they would hard power cycle between cases and the tse advised them to ensure that the brakes engage when the clutch is released. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it drifted while docked to cannula and blinking and when the surgeon clutched the arm to insert and instrument. Once the arm was re-clutched and solid blue it did not move. The surgeon's head was not inside of the viewer at the time of the issue. Once arm was clutched and lights were solid blue they were able to proceed.